Manufacturer narrative:
(B)(4). The device has been received by baxter, but the evaluation has not yet been completed. A follow-up report will be submitted upon completion of the evaluation or if any additional relevant information is received.

Manufacturer narrative:
(B)(4). Visual inspection was performed and found cracks in the main body, which were unrelated to the reported leak. Leak testing, clear passage testing, and clamp function testing were performed with no issues. Therefore the reported issue could not be confirmed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap transfer set leaked. The transfer set had to be changed. The cause of the leak was suspected to be related to the material. There was no patient injury or medical intervention reported. No additional information is available.